Event description:
It was reported the pt has never rec'd effective stimulation therapy. Surgical intervention is planned to address the issue at a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.